Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed was trying to do a calibration and it failed for an error 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Chiller temperature (t4) was not dropping, and they were able to check that the chiller tank had water. The device was coming in for assessment. Per tech support or biomed via phone 10-feb-2023, it was reported that there was no patient involvement. Customer would determine if they would send device in for service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to be a failed electrical wire connector from the ac main voltage circuit card chiller pump connector to the chiller pump. Confirmed during decon that the chiller water temp was not dropping. Chiller pump assembly including molded chiller tube was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed was trying to do a calibration and it failed for an error 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Chiller temperature (t4) was not dropping, and they were able to check that the chiller tank had water. The device was coming in for assessment. As per tech support or biomed via phone 10feb2023, it was reported that there was no patient involvement. Customer would determine if they would send device in for service. As per sample evaluation results received on 09may2023, it was reported that the circulation pump flow was weak and below flows rate expected by approximately 1 lpm . It was stated that the double bend tube and chiller evaporator tube were found expanded during servicing. It was also stated that the circulation pump motor had dried out motor bearings causing binding of motor. It was noted that the flowmeter had one of four impellers missing during pump servicing. It was noted that the replaced circulation pump motor, double bend tube, chiller evaporator tube and flow meter were replaced.